Manufacturer narrative:
Correction: describe event or problem, omit: e2401 - insufficient information, f24 - insufficient information. Additional information: imdrf annex e and f codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had incorrect syringe volume read was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿pt on an ICU continuous fentanyl infusion. Rn went into room and fentanyl syringe empty and pump not alarming. Fentanyl syringe replace line re primed, upon re programing the pump with monojet 35 fentanyl syringe 30ml, rn locked the syringe pump door. At this time rn noticed that the volume to be infused changed from 30ml to 31.1ml. Rn cleared pump and attempted to re program the pump and pump once again the volume on the pump changed from 30ml to 31.1 ml. Rn previously had this same thing happen on 3/9 with another syringe pump, cr moultry notified via email and previous pump replaced with current pump. Previous pump sn: (redacted) (B)(6), ref: 8120bdxen123 this pump was tagged "broken" and placed in soiled utility room. Internal (B)(4).¿ there was patient involvement but no harm. This record represents the 09 march 2025 event. Refer to (B)(4) for the 21 april 2025 event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿pt on an ICU continuous fentanyl infusion. Rn went into room and fentanyl syringe empty and pump not alarming. Fentanyl syringe replace line re primed, upon re programing the pump with monojet 35 fentanyl syringe 30ml, rn locked the syringe pump door. At this time rn noticed that the volume to be infused changed from 30ml to 31.1ml. Rn cleared pump and attempted to re program the pump and pump once again the volume on the pump changed from 30ml to 31.1 ml. Rn previously had this same thing happen on 3/9 with another syringe pump, cr moultry notified via email and previous pump replaced with current pump. Previous pump sn: (redacted) (B)(6), ref: 8120bdxen123 this pump was tagged "broken" and placed in soiled utility room. Internal (B)(4).¿ there was patient involvement but unknown outcome. This record represents the 09 march 2025 event. Refer to pr 12002967 for the 21 april 2025 event.